Event description:
The distributor reported that when the surgeon attempted to remove the malyugin ring at the end of cataract surgery the ring broke at the glue joint causing a capsule break. Post-op the patient was reported to be doing fine with no ill effects from the surgery.

Manufacturer narrative:
Upon further investigation with the facility, it was reported that the surgeon attempted to retract the malyugin ring into the inserter by grasping the strut of the ring with the manipulator which puts undue stress on the glue joint. The directions for use instruct the user to retract the ring by grasping the scroll of the ring.